Event description:
It was reported that during preparation and prior to clinical use, cardiosave intra-aortic balloon pump (iabp) showed system error and fault 136. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue fault # 136 (non isolation dsp independent reference 3 voltage bias fault). The fse found that messages [fault # 79. (Overridden_critical_video_failure)] and [fault # 80 (video_power_reset)] had occurred. These messages indicate that a communication error had occurred between the display and the main unit. After examining the cause, the fse found that the cause was the video generator board, which controls the display, so the fse replaced the video generator board. After the replacement, the fse conducted various operational inspections and long-term running tests with good results.

Event description:
N/a.